Event description:
It was reported to philips that the device has battery pins which need to be replaced. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. J1 pin 2 and pin 4 were broken at the base, pin 1 was permanently compressed and bent, j2 pin 3 was permanently compressed, and pin 8 was broken at the base.